Manufacturer narrative:
(B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Product investigation summary: one (1) of each of the following device(s) was received: driving cap (part 03.010.523 / lot 8751022), insertion handle (part 03.010.487 / lot 8703656), the driving cap was returned with the tip broken off. The threaded portion of the driving cap has sheared off and was stuck in the received insertion handle. The alignment tab on the insertion handle is broken off and was not returned. Although the exact cause for the complaint condition could not be determined, the damage to the driving caps is most likely the result of off-axis hammering on the device before fully seating the driving cap on the insertion handle or from cross threading the device. A visual inspection and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The instrument(s) are used during femoral and adolescent tibial nail implantations. Proper use and maintenance are addressed in the technique guides. The returned devices are multi use and are used for implanting nails. The relevant drawings for the device(s) were reviewed with no issues or discrepancies noted. The designs are adequate for their intended use and did not contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient ID/case # (B)(4). Patient age not provided by reporter. Event date: unknown. Device is an instrument and is not implanted/explanted. Device is expected to be returned for manufacturer review/investigation, but has yet to be received. Device history records was conducted. The report indicates that the: part number 03.010.523 lot number 8751022, driving cap/threaded manufacturing location: (B)(4), manufacturing date: 03.may.2014, no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an im tibial nail insertion two separate events occurred. While inserting the nail into the insertion handle, the tab on the insertion handle sheared off. As a result, a fragment was generated which was retrieved successfully. There was no surgical delay. The second issue occurred when malleting down the nail into the insertion handle, the driving cap broke off where it screws in and became stuck in the handle. Another part was immediately available. There was no surgical delay reported. No further patient harm was reported. The procedure was completed successfully. No additional information was available. This report is 2 of 2 for (B)(4).